Event description:
Reporter indicated that physician had a problem during the initial use of a new handheld. Physician tried to interrogate the device but interrogation failed. Good faith attempts were made with this physician to obtain further info surrounding this event; however, these attempts went unanswered. Attempts for further info are in progress.